Event description:
A study article was published in preprints.org titled: "refractive surgery to correct visual impairments in 267 children with autism spectrum and related neuro developmental disorders: improvements in vision and behavior" on 31-jul-2023. The article reports that piol's (unknown brand/model/size) were implanted into the eyes of patients under 18 years of age diagnosed with "asd or ndd with asd-like associated behaviors: down syndrome, angelman syndrome, cornelia de lange syndrome, fetal alcohol syndrome, rhett syndrome, or self-injurious behavior." Two eyes developed cataract and required explantation. Two eyes required additional pi due to pupil block and ocular hypertension. The article concludes that refractive error and visual acuity improved substantially.

Manufacturer narrative:
H6-clinical code: (B)(4) -ocular hypertension. H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).